Event description:
During an in-clinic follow-up, it was observed that the patient was experiencing phrenic nerve stimulation (pns) on the left ventricular (lv) lead. The original implant position was not optimal and resulted in pns. A revision procedure was performed. The lv lead was explanted and a new lv lead was implanted to resolve the event. The patient is stable.